Manufacturer narrative:
The product is available for analysis.

Event description:
The hub of a sds was said to be defective. There was no patient injury. Per the account, no additional patient or procedural details are available.